Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to pocket infection and sepsis. It was also reported that the patient had a fever and was hypotensive. The patient previously had another company's transvenous system which was explanted due to sepsis. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.